Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that retainer lip ring was loosened. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was not bumped or dropped and no car accident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with a crack on the battery tube which starts at the corner of the belt clip rails. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Furthermore, the reservoir retainer ring is solidly attached to the reservoir tube lip. Inserted a test p-cap into the retainer ring, and it did lock into place properly.